Event description:
Caller reported a malfunction alarm related to the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, addressing the issue, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.